Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold/hub. A visual and tactile examination found a break in the hypotube shaft approximately 835cm proximal from the mid-shaft bond, as a result of a severe kink in the hypotube shaft. Other hypotube kinks were noted also along the proximal portion of the hypotube shaft. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile and the bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the severely calcified and severely tortuous distal left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm non-bsc balloon catheter. A 24 x 2.50 promus premier¿ stent was then advanced to treat the lesion but failed to cross the heavily calcified lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.